Event description:
It was observed that during the device evaluation, the subject device exhibited image noise occurs and sometimes images are not displayed, fluid invasion to the cable, cable failure, coupler deformation, part of the ccd unit is damaged and stuck in the coupler and rust on the coupler. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.